Manufacturer narrative:
Journal article: 3-year clinical outcomes after implantation of permanent-polymer versus polymer-free stent: recre8 landmark analysis authors: nicole d. Van hemert, michiel voskuil, rik rozemeijer, et. Al. Journal: jacc: cardiovascular interventions year: 2021 reference: 10.1016/j.jcin.2021.08.078. Patient deaths were also included in the results of the journal article, however no causal link suggesting that the medtronic devices used in the patient cohort may have caused or contributed to the deaths was provided age or date of birth: average age. Sex: majority gender. Date of event: date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article titled - 3-year clinical outcomes after implantation of permanent-polymer versus polymer-free stent: recre8 landmark analysis - was submitted. The study was a randomized, multicenter trial which compared pp-zes with pf-aes to investigate clinical outcomes over 1 to 3 years follow up. A total of 1491 patients were randomized and treated. The pp-zes stent used was a resolute integrity stent (n=712) and the pf-aes was a non mdt stent (n=721). The lesions treated during the procedures included the left main artery, left anterior descending artery, left circumflex artery, right coronary artery, arterial bypass graft and venous bypass graft. The clinical outcomes reported between 1 and 3 years after stent implantation included death, cardiac death, myocardial infarction, target vessel myocardial infarction, late stent thrombosis, revascularization, target lesion revascularization, stroke and major bleeding.